Event description:
Consumer called and report unusually high (and erratic) readings w/monitor. Consumer performed two tests and recorded readings of 491 and 46 within a two minute period. The calculated difference of these two glucose readings exceeds the expected values and is determined to be a potential malfunction using the ce (clark error) grid. Follow up call to consumer to replace meter and retrieve old meter was declined.